Event description:
It was reported that the physician's handheld will not power on. Troubleshooting was performed which identified that the screen lock was no engaged. Hard resets were performed and the battery was removed and reinserted and the battery cover latch was secure. The physician was provided a new programming tablet. The non-functional handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the handheld device on 06/24/2015. The cause for the device failing to power on is associated with a loose screw that secures the battery latch to the handheld case. Once the screw was tightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Product analysis was completed for the software flashcard on 06/24/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.